Manufacturer narrative:
Pulse generator analysis confirmed that rf communication could not be established. The root cause is suspected to be a faulty rf module. Induction telemetry was successful.

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.